Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 29 april 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, an attempt was made to perform transeptal puncture. The steerable guide catheter (sgc) was advanced into left atrium, but was removed due to low transeptal height. Upon removal, the sgc shaft was observed to be bent. The sgc was replaced with another device to complete the procedure. During the procedure, the clip advanced inside anatomy was unable to straighten or curve as intended, as a result, the clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects reported.